Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device may have depleted prematurely. It was also reported that the battery voltage was found to be 2.66 volts at the patient's most recent follow-up; however, just six months prior, the battery voltage measured 2.86 volts. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device was explanted and replaced.